Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized because his blood glucose was messed up. His blood glucose is unknown. He said that the hospitalization was diabetes related but not because of the insulin pump. The customer mentioned that he was just released and that when he was, his blood glucose was all over the place and he tried to adjust the insulin pump and was not sure if he messed it up. During troubleshooting, his basal rates were reviewed and they were set correctly. The customer declined to troubleshoot for high and low blood glucose because he stated that he would eat to treat for his low blood glucose and treat with an insulin pump bolus for his high blood glucose. The insulin pump is not being returned for analysis.